Event description:
I have had continued respiratory issues that are getting worse over time. (Headaches, drainage and sinus pressure) I have been using my doctor ordered philips dream machine for over 5 years. I do not use an (B)(6) as directed by philips with soap and water. There were no problems the first few years of use. The recall information was sent out but there is no recourse for those affected except use the defective device or pay out of pocket again for new CPAP machine made by another manufacturer. FDA safety report ID # (B)(4).